Event description:
The manufacturer's representative (rep) reported a power on reset (por). The por was successfully cleared with a clinician programmer. The rep said the code was a 004, but then said she was not sure. The rep cleared the por and turned the stimulation back on. Therapy was adequate. Troubleshooting resolved the reported issue. The patient did not feel as though there was any change in the environment as far as electromagnetic environmental interference. This issue was a mystery. There were no symptoms reported. Relevant medical history included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.